Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. The root cause of the ¿broken - distal instrument grip cables¿ is attributed to a component failure. There was an additional observation not reported by the site and not related to the reported issue. The instrument was found to have thermal damage to the distal tube extension. The instrument passed the electrical continuity test. The root cause of this failure is due to mishandling/misuse. A review of the logs showed the mcs instrument (part# 470179-19 /lot# n14210607-0209) was used on (B)(6) 2022 during this nephroureterectomy procedure with system (B)(4). The mcs instrument has 10 allotted uses, and the alleged event occurred on its final life. In addition, a review of the site's complaint history identified no other complaints related to the mcs instrument. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: failure analysis investigations found thermal damage on the mcs instrument distal tube extension. Although there was no allegation of arcing observed during a procedure, the failure analysis finding could be related to the potential for electrical discharge at a location other than intended. While there was no patient injury reported, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the customer discovered the wire on the monopolar curved scissors (mcs) instrument wrist was broken. There was no report of any fragments falling inside the patient. The customer replaced the mcs instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. On 20-apr-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The surgeon was dissecting tissue at the time of the event. No arcing and instrument collision were observed during the procedure. The mcs tip cover accessory was installed properly with an installation tool. The mcs instrument orange surface was not showing after the mcs tip cover accessory was installed. The mcs tip cover accessory was not damaged after the installation. It was confirmed there was no patient harm, injury or adverse outcome. There were no photographic images of the device(s) or a video recording of the procedure.